Manufacturer narrative:
Pod alarm did not occur with this pod and was erroneously included in this report. Also, blood glucose exceeded 600mg/dl. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Your new omnipod insulin management system 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose exceeded 250mg/dl while wearing the pod. Subsequently, patient visited the hospital, received a diagnosis of diabetic ketoacidosis, and was admitted for a period of 3 days. Treatment included administration of fluids and insulin (novolog). Patient could not recall any additional treatment that was performed, however, stated that her "body had to be flushed." It should be noted that patient reported pod to have emitted a hazard alarm and event was attributed to a "pod malfunction." However, no further detail on type of alarm, alarm code, nor how it played into this event could be determined, despite efforts to obtain this information from patient.